Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. However, data was received and downloaded on (B)(4) 2014. The review of the downloaded data log confirmed the reported event of an intermittent out of range signal.